Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited a loss of capture and a loss of sensing. Fluoroscopy confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.